Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, an attempt was made to deploy a vasoseal elite. The operator was training to use vasoseal elite. During the deployment procedure it was noted that the operator was deploying the j segment by pulling back on the green handle as opposed to holding the green handle in place and advancing the locator forward. The operator pulled back very hard and was instructed to stop and hold the locator in the location. The arteriotomy site was located and the dilator and sheath were placed. At that point the operator was unable to retract the j segment to remove the locator. After several attempts to retract the j segment, the deployment was aborted. The pt developed a large hematoma and experienced pain. The hematoma was pressed out in the cath lab and the pt was admitted overnight due to the complication. The pt received one unit of blood the next day and was released. No further complications were reported.